Event description:
Procedure: roux-en-y. According to the report: the eea misfired, as staples were visibly malformed and the anastomosis needed to be revised. Tissue damage and pt injury was reported. The bottom of the gastric pouch was re-cut and stapled. The gastrojejunostomy anastomosis was re-stapled with another 21mm eea device. Delay in o.r. Time was reported more than 30 minutes. There was no bleeding reported.